Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable high elecsys tsh assay results for one patient from two cobas 6000 e 601 modules. The serial number of one was (B)(4). The other serial number was requested, but was not provided. The results were 75.57 miu/l, 76.95 miu/l, 76.34 miu/l, and 76.50 miu/l on (B)(6) 2018. The results from a vidas analyzer were 1.604 miu/l and 1.744 miu/l. The result with a 1:2 dilution was 3.261 miu/l. The customer believed this was a bad dilution. Information concerning if any erroneous result was reported outside of the laboratory was requested, but it was unknown. There was no allegation of an adverse event.

Manufacturer narrative:
Sample from the patient was submitted for investigation and the customer¿s high tsh result could be reproduced. An interference with components of the assay could be excluded. The investigation is ongoing.

Manufacturer narrative:
Further investigation of the patient sample with size exclusion chromatography found macrotsh. Product labeling for the assay documents this interference.